Event description:
It was reported that the customer received a failed battery test. Customer's blood glucose level at the time 153mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was monitored for several days and had normal operating currents. No unexpected failed battery test or battery out limit alarm was noted. The insulin pump passed the self test and off no power test. The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.